Event description:
Physician had completed lysis procedure and upon attempting to remove catheter, encountered resistance. Was eventually able to remove the catheter, but noticed that it was not intact. He observed under fluoroscopy that approx. A 2" section of the catheter tip had remained in the pt. After conferring with another physician, he chose to leave the catheter section in the pt. No further complications have been reported.